Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. The reported condition of a leak was confirmed. Visual examination of the unit noted small traces of fluid in the housing. A functional leak test was performed by filling the bladder with red-colored water. After fill, evidence of leak was detected at the welded area of the volume indicator port. The root cause was determined to be improper welding of the volume indicator and the port. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This issue was investigated through corrective and preventative action (CAPA).

Event description:
Baxter (B)(4) received a report that an infusor leaked before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.